Event description:
It was reported that during a CABG procedure, the device was opened and the tip of the blade had a burnt deposit. Another device was used to complete the case, and there was no adverse consequence to the patient.